Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 120, 63 and 20 mg/dl within 10 minutes. All tests were performed on the forearm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.